Manufacturer narrative:
The device was evaluated in the field on (B)(4) 2010. Evaluation summary: the surgical table is used to support and position a patient for surgical procedures in a hospital operating room. It is battery powered with an ac cable for recharge and is primarily operated with a remote control, and has an override panel as a backup to the remote. This table was reported to be nonresponsive with both the remote and the override panel. The override panel is the safety console in the table. If there is a malfunction and the handheld control does not function, the override panel would be used to articulate the table and finish the surgery. If a malfunction occurred with the override panel during surgery, there could be a delay in the surgery and there may be a potential for patient injury as a consequence of this delay or moving the patient to another table. However, this specific malfunction was identified prior to a procedure and there were no patients involved, and no event occurred. In this case, the field technician performed functional tests and determined that power entry module and the mpc needed to be replaced. The likely root cause is user error when articulating the table, which damaged the power entry module, mpc and inhibits use to the override panel. This type of non-conformance will be monitored for adverse trends. This is not a single use device.

Event description:
(B)(4). It was reported that the surgical table in operating room 3 will not go up or down, and they are not able to control it through the remote or override panel. There was no reported patient involvement and no reported adverse consequences.